Event description:
It was reported that the right ventricular lead dislodged resulting in oversensing of noise, oversensing of atrial events, and delivery of inappropriate high voltage therapies. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).